Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, and stenosis of an implanted valve can develop progressively over time due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that six (6) years, eleven (11) months post-implantation of this bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis and insufficiency. A 29mm transcatheter valve was implanted and the patient was stable throughout the whole procedure; there were no reported complications.